Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1brb9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot#: va1c8dl, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The patient present in emergency room with red, warm chest and tenderness at ins site. The clinical diagnosis was infection at ins pocket site. The entire system was explanted on (B)(6) 2018 and (B)(6) 2018. Distal pocket site cultures and deep scalp wound cultures grew (B)(6). The patient was sent home on flagyl and IV nafcillin and seemed to have recovered well without post-operative infection. The event resulted in ER visit, in-patient hospitalization, life-threatening illness/injury, and medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was noted the patient had a recent root canal surgery and had been undergoing surgical debridement of an unrelated scalp melanoma directly overlying one of the connectors. Additional information was received from a hcp of a clinical study. It was reported the issue resolved without sequelae on (B)(6) 2018. The medication administered was flagyl 500q6 2 weeks, nafcillin2g IV q4 6 weeks on (B)(6) 2018. There was in-patient hospitalization following the explant. Laboratory tests confirmed (B)(6) infection on (B)(6) 2018. It was reported that the infection was related to the device/therapy, however, it was unrelated to the implant procedure. This all resulted in a life-threatening illness or injury and an in-patient/prolonged hospitalization. No further complications are anticipated.

Manufacturer narrative:
The following was with a corrected the explant date: information references the main component of the system and other applicable components are: product ID 3389s-40 lot# (B)(4) explanted: (B)(6)2018 product type lead product ID 3389s-40 lot# (B)(6) explanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1brb9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# va1c8dl, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, lot# serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the leads were explanted without replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.